Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 2.3 mmol/l. Customer treated with food and lollipop and candy. Customer declined troubleshooting. It was unknown whether the customer was using auto mode. Customer stated insulin pump broken and belt clip also broken. The insulin pump will not be returned for analysis.